Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made and device remains implanted.